Event description:
It was reported that the pump malfunctioned, displaying the code "malf 12." The customer's blood glucose level was reported at 398 mg/dl, indicating no adverse impact. The customer was unable to reset the pump at the time and planned to call back for further assistance with resetting the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.